Event description:
It was reported that the patient had a loss of therapeutic effect. The patient experienced urgency when driving where he could hardly hold going to the bathroom. The patient¿s health care provider (hcp) directed the patient to try each program at a comfortable level and if none work reprogramming will be performed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0me04, implanted: (B)(6) 2014, product type lead. (B)(4).